Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheters in the patient's order has different bends at the end.

Manufacturer narrative:
The reported event was unconfirmed. A photo sample of two unknown orange coude intermittent catheters was returned. The catheters did contain different coude curvatures. However, this was normal of a latex coude intermittent catheter and is not considered a manufacturing failure. The product met specification which stated,"accept any curve unless catheter is completely straight.". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not completed as the product catalog # and lot number are unknown.

Event description:
It was reported that the catheters in the patient's order had different bends at the end.